Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. The distributor was unable to provide the lot number of the product used. A review of manufacturing records and testing using reserve product could not be conducted as no lot number is available. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The distributor provided the following timeline of events: the patient used two drugstore pregnancy tests with positive results. The following day, the patient's urine was tested at a doctor's office using a medline hcg urine cassette and an alternate brand urine hcg test. Both tests produced negative hcg results. Within one hour of both urine tests, the patient was drawn for a beta hcg blood test with a result of 44 miu/ml. No additional information was provided.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for investigation. The customer's observation was not replicated in-house with retention products of the reported lot. Retention devices were tested in-house with 25 miu/ml hcg urine cutoff controls. All results were hcg-positive at the read time and met the qc specification. False negative results were not observed during in-house investigation. A review of manufacturing batch records did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Additional information: the customer provided additional information in an update received on 01/09/2017. The following sections have been updated to reflect this additional information: age at the time of event was updated to reflect (B)(6). Date of event was updated to reflect (B)(6) 2016. Describe event or problem was updated to reflect new information. Lot number was updated to reflect lot number hcg6030197.

Event description:
The distributor provided the following timeline of events: the patient used two drugstore pregnancy tests with positive results. The following day, the patient's urine was tested at a doctor's office using a medline hcg urine cassette and an alternate clarity hcg urine cassette urine hcg test. Both tests produced negative hcg results. Within one hour of both urine tests, the patient was drawn for a beta hcg blood test with a result of 44 miu/ml. No additional information was provided.